Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited atrial loss of capture and a lead impedance of greater than 1500 ohms in bipolar mode.